Event description:
It was reported in an oral or poster presentation (prepared for esmint congress 2025) titled "target tetra coils for the treatment of small, wide-necked intracranial aneurysms: initial experience from two UK centers" a two-center study investigated the short-term efficacy and safety of target tetra coils and explored the nuances of their usage. Seventy-five patients with 80 aneurysms (56 ruptured, 24 unruptured) were included. Coil embolization was successful in all cases. At the first follow-up (mean 5 months), adequate occlusion was achieved in 94.3% (33/35) of patients. Three (3.8%) procedural-related ischemic strokes and two device-related technical issues occurred, including one case of coil migration and one case of coil-detachment failure. No further information is available. It was not possible to ascertain specific device or patient information from the presentation, or to match these events with previously reported complaints, if any. Therefore, this report addresses one case of coil migration.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that two device-related technical issues occurred in a two-center study that investigated the short-term efficacy and safety of target tetra coils and explored the nuances of their usage, including one case of coil migration and one case of coil detachment failure. No additional information was received for this complaint. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported in an oral or poster presentation (prepared for esmint congress 2025) titled "target tetra coils for the treatment of small, wide-necked intracranial aneurysms: initial experience from two UK centers" - a two-center study investigated the short-term efficacy and safety of target tetra coils and explored the nuances of their usage. Seventy-five patients with 80 aneurysms (56 ruptured, 24 unruptured) were included. Coil embolization was successful in all cases. At the first follow-up (mean 5 months), adequate occlusion was achieved in 94.3% (33/35) of patients. Three (3.8%) procedural-related ischemic strokes and two device-related technical issues occurred, including one case of coil migration and one case of coil-detachment failure. No further information is available. It was not possible to ascertain specific device or patient information from the presentation, or to match these events with previously reported complaints, if any. Therefore, this report addresses one case of coil migration.